Event description:
It was reported during prior to procedure that the atrial lead exhibited loss of capture and low pacing impedance. Chest x-ray did not reveal any physical anomalies, but insulation breach was suspected. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.